Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous, mildly calcified lesion located in the proximal rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not encountered during delivery of the device. It was reported that a balloon burst occurred during stent deployment while inflating to 8 atm. The stent remains in the patient. The patient is reported to be alive with no injury.

Manufacturer narrative:
The burst occurred on 1st inflation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the delivery system returned with blood visible in the balloon and inflation lumen. The delivery system was placed in the water bath to disperse the blood in order to aid inflation. The balloon failed negative prep. On pressurisation of the delivery system, liquid was observed exiting the balloon proximal cone. The balloon failed to maintain pressure. Upon visual inspection of the balloon, there was a burst on the balloon material immediately on the balloon proximal cone. The balloon material was protruding outwards at the burst site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.